Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl and 251 mg/dl. The customer reported that they had insulin flow block alarm on the insulin pump. The customer was advised to reconnect tubing at quick set release and prime a 5 units fill cannula. The customer was advised to change set. The customer was advised to monitor the issue. The insulin pump will not be returned for analysis